Event description:
Following a laparoscopic anti-reflux procedure, a patient reported ongoing gerd symptoms leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure including hernia repair and linx device implant on (B)(6)2015 by dr. (B)(6). Prior to device removal on (B)(6) 2017, the patient had an egd with balloon dilation under fluro to 20mm. Uneventful device explant on (B)(6) 2017 by dr. (B)(6) due to ongoing gerd symptoms; patient was also experiencing burning in throat, regurgitation, and chest/epigastric pain. Device was found encapsulated with minimal adhesions noted and "easily identified and loose". Linx device found in the correct position/geometry. At the time of device explant, the patient received a fundoplication.